Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and with the customer's help, it is ruled out that this was a sensor failure. The fault was believed to be due to an spo2 card in the mmx (multi-measurement) module. Based on the results of the analysis, it was determined that the mmx module product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 board. The issue was resolved by replacing the board; the device was function after replacement. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: unknown reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that the doctor indicated that the philips monitor during the surgical procedure was not displaying oximetry values, as well as other readings. During the initial intervention, the connections were checked to ensure they were adequate, and no visual alterations were observed. The connections were then manipulated to verify that the module equipment was not functioning. Subsequently, tests were performed after the surgery, revealing incorrect functionality, apparently due to a loose connection; it was not registering a reading, but the values it was displaying were incorrect. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.